Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed a "call tech support error" was observed on the screen. A review of the downloaded data log did not find any errors on the date of event. The report customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.